Manufacturer narrative:
(B)(4). The device was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after (B)(4) 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a case that was reported on (B)(6) 2010 to baxter from (B)(6). It was reported that precipitation in accusol was noted 48 hours into patient therapy. No patient injury or medical intervention was reported. No sample was available for evaluation.